Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had a blank display and failed battery test and battery out limit alarm. It was also reported that the customer experienced low blood glucose of 3.6 mmol/l down to 2.1 mmol/l. It was reported that the low blood glucose was treated with food. Troubleshooting was declined. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.